Event description:
It was reported that the patient had an episode in which ventricular morphology changed and resulted in associated t-wave oversensing (twos) from the right ventricular (rv) lead that was detected and treated with inappropriate ventricular anti-tachycardia pacing from the implantable cardioverter defibrillator (ICD). The device was reprogrammed and both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.